Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the unknown t- shape screw doesn't lock anymore on handle and the handle loosens. It is unknown if there was a patient and surgical involvement. This report involves one (1) helical blade inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary service and repair evaluation: the customer reported the unknown t- shape screw doesn't lock anymore on handle and the handle loosens. The repair technician reported the piece was missing an replacement alignment. Knob on replacement adjustment is also missing. Missing components is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. The item was repaired per the inspection sheet, passed synthes final inspection on 05-jul-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 357.372. Synthes lot # 7396679. Supplier lot # n/a. Release to warehouse date: 06jun2013. Manufactured by: synthes jennersville. No ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d9, h3, h6.